Event description:
Caller reported cgm error 42 associated with a g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided a complete pump reset guide and assisted the caller through the process, which successfully resolved the issue, allowing the caller to start their sensor session without further errors.